Event description:
It was reported that the device switches off apparently without reason (magnet control disabled). The patient requested an environmental survey in order to exclude emi that could interfere with the device. It was noted that physician had replaced the patient¿s programmer, but without success because the device continued switching off by itself. No intervention taken for the moment pending environmental survey. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
(B)(4).